Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown locator abutment fractured. The implant is intact and the abutment was replaced. Tooth location 12.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. The supplier reported that the abutment has titanium nitride wear at head and body. The post broke off inside trepan at minor diameter. There is no product failure or discrepancies noted. The complaint is confirmed. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. A singular cause cannot be determined.

Event description:
It was reported that a locator abutment (loa001) fractured. The implant is intact and the abutment was replaced. Tooth location 12.